Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The unit was received with cracked case at display window corners.

Event description:
Customer's wife called stating customer continues to receive a no delivery alarm. Customer's blood glucose was 349 mg/dl, which he treated with manual injections with flexi-pen. Insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.